Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.